Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced a magnet dislodgement after an MRI. Subsequently, the device was explanted on (B)(6) 2024. The patient was re-implanted with a new device in the same procedure. Additional information has been requested but has not been made available as of the date of this report.